Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 24 mmol/l. Prior to the event, the customer had been able to lower the blood glucose levels by increasing the temporary basal rate to 200% and giving multiple boluses. It was stated that the customer then experienced high blood glucose levels after changing the infusion set, and eventually had to treat with a pen when the blood glucose reached 30 mmol/l. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.